Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable, service code 204) has been confirmed. Upon investigation the electrode belt trunk cable connector was severed from the electrode belt. The root cause for the severed trunk cable connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt sn (B)(4) and reported that a cable was damaged and the patient was receiving a service code 204 (belt/monitor unusable).